Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that a patient experiencing cardiogenic shock had an intra-aortic balloon (iab) inserted. During therapy blood was noted in the helium tubing. A 'gas loss' and 'helium leak' alarm were generated. Balloon was removed and saved to be returned. There was no reported injury of the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. An underwater leak test of the balloon, catheter ,y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.03cm in length. The evaluation confirmed the reported leak, blood in tubing & alarm, gas loss. The reported blood in tubing & alarm, gas loss was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that a patient experiencing cardiogenic shock had an intra-aortic balloon (iab) inserted. During therapy blood was noted in the helium tubing. A 'gas loss' and 'helium leak' alarm were generated. Balloon was removed and saved to be returned. There was no reported injury of the patient.